Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent but the shaft bowed and kinked. The physician was able to deploy the stent but in an incorrect location. A rigid bronchoscopy was performed to remove the stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.